Event description:
It was reported that pump experienced malfunction and displayed malfunction code 12, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received guidance to reset pump, successfully reset it without recurrence of malfunction, and was instructed to continue using pump and call back if problem returned, which customer acknowledged and understood.